Manufacturer narrative:
The device has not yet been returned to olympus for evaluation. The exact cause of the user's experience could not be conclusively determined at this time. If additional info becomes available at a later time, this report will be supplemented.

Event description:
Olympus was informed that during an unspecified procedure, the pt complained that the tip was too hot and pt felt like he was being burned. Olympus followed up with the user facility via telephone and in writing to obtain additional info but with no results.